Event description:
It was reported that the system 9800's image went fuzzy when switched from a/p to lateral mode during a hip replacement procedure. The system was reinitialized and there was no further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. It is likely that the operator turned off the autotracking when they switched modes. The system was tested and found to be working as intended and placed back into service.